Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent incomplete bolus alerts. During troubleshooting with tandem technical support the cause of the alert was explained to the customer (bolus screen is opened but no action is performed and screen is not exited within 90 seconds); however, the customer maintained navigating away from the bolus menu and back into the home screen. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.